Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the slotted shaft was disconnected from the slotted handle of the device at the weld point. The device is reusable, and the lot number suggests that it is currently 5 years old. This failure may be attributed to fair wear and tear after being reprocessed over the course of many years. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) during inspection, it was observed that the slotted shaft has broken away from the slotted handle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.